Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went swimming with the pump on. Subsequently, the pump shut off. The customer connected the pump to a power source and was able to turn the pump on. Review of the pump history during troubleshooting with tandem technical support showed that multiple malfunction alarms occurred. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.